Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat prolapse and stress urinary incontinence and a sling was implanted on (B)(6) 2007. Four years after implantation, the patient started to complain of excruciating pain and that at times she can't walk, talk or move. The patient has also experienced bloatedness, an awful burning sensation at her back and dysuria. The device remains implanted. No further information was provided.